Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported at approximately 6:00¿7:00 pm, while dining with his family, the patient reported feeling that ¿something was wrong.¿ he checked his dexcom cgm, which displayed a glucose value of 200 mg/dl. Due to his symptoms, he performed a confirmatory fingerstick blood glucose (bg fs) test, which measured 47 mg/dl. Following the low bg fs result, the patient¿s wife transported him to the hospital for evaluation in the emergency room (ER), where he was seen by an on-call physician. While enroute and upon arrival, the patient reported that the dexcom cgm continued to display a glucose value of 200 mg/dl, at which point the sensor was removed. The patient does not recall whether repeat bg fs testing was performed in the ER or whether medications were administered, aside from IV dextrose/glucose for hypoglycemic symptoms. During the emergency evaluation, CT and MRI imaging confirmed a diagnosis of stroke. He was admitted overnight for stroke management, unrelated to the dexcom inaccuracy, and was discharged on (B)(6) 2026. IV fluids were administered during hospitalization, though the patient does not recall receiving additional medications. No discharge medications were prescribed. On (B)(6) 2026, tech support contacted the patient to verify his condition. The patient stated he was generally improved and was participating in outpatient speech therapy and balance rehabilitation for his non-dexcom product-related stroke. No other details were provided. Available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.